Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10 : the device was returned. The customer state the device was reprocessed before returned to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and device return, it is likely that the reportable event (foreign material remained) occurred due to insufficient reprocessing. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found air water cylinder and control unit has discoloration; suction cylinder has no color; labels on suction connector is damaged; insulation resistance value at distal end does not meet the standard value due to adhesive peeling on bending section cover; water removal ability does not meet the standard value due to clogging of nozzle; the play of upward/downward angulation control knob is out of standard value due to wear of angle wire; light guide lens cracked; connecting tube and universal cord have a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope cables are too loose. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: nozzle has foreign material similar to surgical glue. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.